Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a bd¿ ultra-fine pen needle was broken off in patient's stomach. Patient was taken to emergency room and had an x-ray done. Doctor did not feel that there was a need to removed the needle, but told patient to keep an eye on affected area.